Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of data error and some red alarms not sounding at their philips intellivue information center (piic). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.